Manufacturer narrative:
Unable to perform displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. Insulin pump received with cracked case behind the pump near the battery tube compartment and broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that "insulin pump had battery compartment lip does not seat from battery compartment side." Customer stated was hospitalized and it was not insulin pump or diabetes related. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. Customer stated that insulin pump was dropped. The device will be returned for analysis.